Event description:
A malfunction was reported on the pump by the caller, indicated by the code malf 9, but no notable events occurred prior to the issue. The customer's blood glucose level did not exceed 500 mg/dl, suggesting it was within a normal range. Technical support provided information to reset the pump, assisting the caller with the process, and the malfunction did not recur after resetting. The customer was advised that they could continue using the pump and to report back if any further issues arose.